Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer meshgraft ii was shredding graft and unable to use graft. Additional information received on 06/02/2010. It was reported that a second skin graft had to be harvested.